Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image displayed on the monitor went black after the physician put upward pressure on the baton handle. The patient was intubated manually without any delay in treatment. No harm to patient or user was reported.